Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative deleted the old corrupted database files and the system was restored to a previous version. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, reported that the image acquisition system (ias) could not take 3d images nor store them. An error message displayed: "an error has occurred that may have damaged the system's database. Please restart the o-arm and mvs. If this message appears again, please contact medtronic technical service for assistance." The same issue was valid when storing multiple 2d scans in a row. There was no patient present when this issue was identified.